Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced high blood glucose and the insulin pump had received a no delivery alarm. The customer¿s blood glucose level was 500 and 549 mg/dl. The customer was treated with manual injection. The customer¿s blood glucose is 351 mg/dl now. Troubleshooting was performed for no delivery alarm and noticed the insulin exited. Advised to change the entire infusion system. The insulin pump will not be returned and reservoir will be returned for analysis.